Event description:
A journal article was reviewed that contained information regarding this lead model. The patient received "inappropriate discharges." There was also electromagnetic interference (emi) noted. Lead status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate implantable cardioverter-defibrillator discharges unrelated to supraventricular tachyarrhythmias." (B)(4).